Manufacturer narrative:
Sample was collected in greiner vacutainer tubes.qc is run 3 times daily and has been performing within range.a field service engineer (fse) went on-site and performed troubleshooting.a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. Regarding erratic vitamin b12 results generated by the unicel dxl 800 access immunoassay system for one patient.the erroneous results were not reported outside of the laboratory.no reports of death, injury, or change to patient treatment have been reported in connection with this event.